Event description:
During service of product unit was found to not cycle, with all led's and a constant single tone audible alarm, due to integrated circuits u9, u27, u28 on the logic board being out of specification. Replaced u9, u27, u28.